Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a open hernia surgery the needle bent.

Manufacturer narrative:
Samples received: 4 unopened pouches. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received four closed sample for analysis. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 19.37 nxcm in minimum. Minimum bending strength specification: > 17.6 nxcm. We have also tested the bending strength of needles from stock and the results fulfill the product specifications: 19.83 nxcm in minimum. Minimum bending strength specification: > 17.6 nxcm. Bending strength results before releasing the product were 20.22 nxcm in minimum and fulfilled the specifications of the product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil the specifications of the product, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.